Event description:
Event description boston scientific received information that during a routine follow-up of this non-dependent patient one month after implant, it was noted that there was loss of both atrial and ventricular capture. A chest x-ray confirmed that the leads had not dislodged. Both atrial and ventricular thresholds had risen but sensing and impedance measurements were normal. A lead revision was performed approximately one week later. The leads were tested with a pacing system analyzer and the physician made the decision to leave the atrial lead in place and to reposition the ventricular lead. A satisfactory position was located after several positioning attempts. As no lead malfunction was identified, the physician suspected the loss of capture was caused by a lead to patient tissue interface issue.